Event description:
No new additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted report, under MFR report #: 3002808148-2025-23544-00. This event was reported in error, and it would be unlikely to cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the cysto-nephro videoscope channel had dents, catching cotton due to protruding metal. There was no patient involvement.